Event description:
Patient reported he woke up and noticed the pump switched off and without function. Patient stated at 9 am, he measured his blood glucose level with a reading of approximately 300 mg/dl. Patient reported he changed the battery and could not start the pump. Pump was without alarm or error message. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).